Event description:
Pt sent home with fluorouracil in dosi-fuser for 46 hour infusion. When pt returned for disconnect, there was 5-10ml of fluid inside dosi-fuser - outside of the balloon. No visible leaks noted. 2ml dosi-fuser 150ml 3.1ml/hr lot# 082033l. Diagnosis or reason for use: chemotherapy infusion.